Event description:
It was reported that shortly after this cardiac resynchronization therapy defibrillator (crt-d) was implanted, it exhibited oversensing of atrial arrhythmias on the ventricular channel which resulted in pacing inhibition of 6 seconds. A request was made to have data from this device analyzed. Data analysis confirmed this device appears to be operating normally. The power consumption is within expectations and there are no invalid lead impedance measures or errors. No adverse patient effects were reported. At this time, this device system remains in service.